Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history record will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing left foot pain and had to go to the emergency room (ER) and gave her a shot of toradol. The patient underwent explant procedure. It was also reported that the physician could not confirm the symptoms were device related. The patient was doing well postoperatively.